Manufacturer narrative:
Received one device. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Customer problem wasn't duplicated. The device was working normally. Visual test was performed- found damaged(detach) downstream occlusion sensor (dso) seal. The dso seal was replaced.

Event description:
It was reported that when the batteries are changed, a persistent device alarm is signaled. There was no reported patient involvement.